Event description:
Provider states that the seat rails are bent so that the seat sags when it is fully opened. No additional information provided.

Manufacturer narrative:
Seat rail bent due to the cross brace become deformed during welding procedure increase sampling percentage. Enhance quality control of welding workshop and assembly lines responsible person: (B)(4). Date: (B)(4) 2015. Separate and isolate defective products, avoid defective products enter to next process step responsible person: (B)(4) date: (B)(4) 2015.